Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. On (B)(6) 2011 the device failed a weekly self test due to a low battery. There were further self test fails due to a low battery up until (B)(6) 2011 when a new pad-pak was installed. Successful weekly self tests then continued until (B)(6) 2012. There is no evidence that the device was switching itself on automatically. The reported problem could not be replicated and no fault was found with the returned pad device. The returned pad-pak had performed as expected for 34 months before giving a low battery warning. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.